Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level of 44 mg/dl. As a result of the low bg the customer was ¿not coherent¿ and had fallen which resulted in a broken hip. Customer was treated with intravenous fluids of saline while in the hospital. Customer alleged the cause of the low bg was related to ¿double blousing and not allowing the control iq feature to work as intended¿. Tandem technical support performed a system check, and it was additionally found that the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage.